Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt was revised (B)(6) for infection poly exchange 12 mm xsmall removed and re-implanted. On (B)(6), all components removed. Doi: (B)(6) 2017; dor: (B)(6) 2017.